Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient tolerated the procedure well. The explanted ipg will not be returned.